Event description:
In late 2008, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the pt on december 23, 2008 and obtained the following info. On the evening of eight days prior, the pt reported obtaining an after dinner blood glucose reading of "527 mg/dl" with the subject meter. The pt stated that he felt the result was unusually high; however, took 40 units of apidra insulin based on his sliding scale. Approx 2-3 hrs after taking the insulin, the pt claimed he became confused, incoherent and unresponsive. At the time of the symptoms, the pt stated that his spouse tested him with her blood glucose monitor and obtained a low reading (result unk) and then she contacted emergency services. When emergency services arrived, the pt reported that they obtained a blood glucose reading in the "20 mg/dl" range with the emt meter, treated him with a "glucose shot" and took him to the emergency room. While in the emergency room, the pt stated that his blood glucose was still dropping and in response was treated with another "glucose shot". At the time of obtaining the alleged high reading of "527 mg/dl", the pt stated he was feeling fine. The pt reported that prior to the "527 mg/dl" reading, he tested his blood glucose with the subject meter at lunchtime and obtained a reading in the "250-300 mg/dl" range, which he considered normal. At the time of troubleshooting, the customer care advocate (cc) confirmed the pt was using the correct testing technique and cleaning the puncture area properly. The pt claimed that the control solution test had fallen outside of the test strip range; however, at the time of the call the pt ran a control test with the subject meter/strips and it fell within the specified test strip range. In addition, the cca noted that she was unable to confirm the alleged high readings the pt claimed he obtained when the reviewed the meter's memory. Replacement products were sent to the pt. This complaint is being reported because the pt claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated by an hcp for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.